Manufacturer narrative:
Event date was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient's weight is unknown. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type.explanted date is unknown.

Manufacturer narrative:
Follow-up submitted to report device evaluation.